Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified vessel. A 6.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the first inflation at 7-8 atmospheres for 6 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with a different device. There were no patient complications reported and the patient was in good condition.